Manufacturer narrative:
Title: comparison of procedure-related complications between percutaneous cryoablation and radiofrequency ablation for treating periductal hepatocellular carcinoma source: international journal of hyperthermia 2020, vol. 37, no. 1, 1354¿1361 published online: 09 dec 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study that was performed between july 2008 and august 2018 regarding the comparison of incidence and severity of biliary complications after treating periductal hepatocellular carcinomas (hccs) using either cryoablation (ca) or radiofrequency ablation (rfa) and assess independent risk factors for biliary complications after treatment. The cool-tip rf ablation was included in the lists of devices to perform radiofrequency ablation. There were a total of 31 patients and complications include: asymptomatic biliary strictures, abscess or biloma. Two patients had portal vein thrombosis that required conservative management and longer hospital stay. Two cases with abscess or tract bleeding were considered to have major complications because further treatment (blood transfusion) and delayed hospital discharge were needed.